Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2014 and suture was used. The needle and suture were separated when sewing the uterus. Another like device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation and visually inspected. The barrel of the returned sample was cracked. Cracked barrels are known contributors to needle pull offs. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.